Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the device was loaded in an advanix stent. The guidewire coating (ptfe) was found peeled at approximately 255.4 cm from the distal end. The core wire tip was not exposed. There was no evidence of core wire fracture. The complaint is not consistent with the returned guidewire since the coating (ptfe) peeled was found at the most proximal section and the core wire tip was not exposed. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-03202, 3005099803-2015-03200 and 3005099803-2015-03201 for the other associated device information. It was reported to boston scientific corporation that three jagwire guidewires were used in common bile duct during a biliary drainage procedure performed on (B)(6) 2015. According to the complainant, during the procedure, while advancing the guidewire over the stent delivery system, the hydrophilic tip detached and the tip of the metal corewire was exposed. A new guidewire was used in conjunction with a new stent and delivery system. The stent was successfully deployed but the hydrophilic tip of the second guidewire had detached exposing the tip of metal corewire. The procedure was repeated and a third guidewire was used, thought he stent was successfully placed, the hydrophilic tip of the third also detached exposing the tip of metal corewire. The procedure was completed using the third guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-03202, 3005099803-2015-03200 and 3005099803-2015-03201 for the other associated device information. It was reported to boston scientific corporation that three jagwire guidewires were used in common bile duct during a biliary drainage procedure performed on (B)(6), 2015. According to the complainant, during the procedure, while advancing the guidewire over the stent delivery system, the hydrophilic tip detached and the tip of the metal corewire was exposed. A new guidewire was used in conjunction with a new stent and delivery system. The stent was successfully deployed but the hydrophilic tip of the second guidewire had detached exposing the tip of metal corewire. The procedure was repeated and a third guidewire was used, thought he stent was successfully placed, the hydrophilic tip of the third also detached exposing the tip of metal corewire. The procedure was completed using the third guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.